Event description:
The pt has two leads (from the same lot). It was reported the pt has been experiencing overstimulation and inadequate stimulation since being in a motor vehicle accident 11 months prior to (B)(6) 2013. An impedance check revealed no anomalies. The pt will keep track of when the issues occur, and will f/u with an sjm rep on a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.